Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review, and a specific cause for the alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain relevant log files and additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taken to the catheterization laboratory within hours of case completion for placement on extracorporeal membrane oxygenation (ECMO). The patient returned to the operating room (or) later the same day on (B)(6) 2025 for washout. The patient had low left ventricular assist device (lvad) flows ranging from 2.2 to 2.8 liters per minute (lpm). A low flow alarm was reported. The patient was placed on ECMO again in the early morning hours of (B)(6) 2025 then returned to the or later that day for another washout. The patient remained on ECMO. Additional information was provided on (B)(6) 2025 that the ECMO was discontinued on (B)(6) 2025. The patient¿s chest was left open due to tamponade on (B)(6) 2025 but was closed on (B)(6) 2025. The site was hoping to extubate soon.